Event description:
It is reported that the pt was revised for pain. The pt experienced complications requiring eight add'l surgical interventions, it was noted that the first set of replacement hardware, along with six inches of femur, the entire acetabulum and much of the muscle tissue in the area was removed on dates unk. For two weeks, the pt was left without any hardware in his left hip, the bones and muscles were left free floating to allow the tissue to heal.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.